Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on 07/08/2015. Back to back blood test not able to be performed due to customer unavailable. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/17/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 250mg/dl, (B)(6) 2015, 07:11am, fasting: yes; 320mg/dl, (B)(6) 2015, 07:19am, fasting: yes; 250mg/dl, (B)(6) 2015, 07:17am, fasting: yes; 385mg/dl, (B)(6) 2015, 07:14am, fasting: yes; 186mg/dl, (B)(6) 2015, 09:00pm, fasting: no. Adverse event not reported.